Event description:
It was reported that this implantable cardioverter defibrillator (ICD) failed to deliver timely therapy due to undersensing of ventricular arrhythmias, leading to delayed detection and treatment. Technical services (ts) suggested reprograming options. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Correction fields: impact codes h6.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) failed to deliver timely therapy due to undersensing of ventricular arrhythmias, leading to delayed detection and treatment. Technical services (ts) suggested reprograming options. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) failed to deliver timely therapy due to undersensing of ventricular arrhythmias, leading to delayed detection and treatment. The health care professional (hcp) reported the patient was in pulseless electrical activity (rea) for 20 minutes. Technical services (ts) suggested reprograming options. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e0601. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.